Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when this patients device was right atrial (ra) pacing, an immediate deflection was noted on the right ventricular (rv) channel. Because of this, left ventricular (lv) pacing was inhibited and then rv pacing did not capture due to the rv had already been paced and was in refractory. Technical services (ts) recommended an x-ray to confirm the position of the ra lead. Additional information was received which reported that an x-ray was performed which confirmed the lead had dislodged into the coronary sinus. The patient underwent a lead revision and the lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported.